Manufacturer narrative:
The device was returned to the olympus repair center. The device was inspected and tested but the customer¿s reported problem could not be confirmed. The device was kept under observation for five but the device was found to be functioning appropriately per standard specifications. Externally, cosmetic scratches were noted on the front panel, top cover and rear panel. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The scope has had no repair records for the past year. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported event. Based on the repair evaluation, the root cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus (omsi) field service engineer was informed that the visera elite ii video system center had a black out of the touch screen during a total laparoscopic hysterectomy, ¿the touch screen of processor became blacked out for sometimes, but the doctor completed the surgery with the same equipment¿. There was a 10-minute delay in the surgery. No death, injury or impact to the patient was reported.